Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer was not lock. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system matrix drawer 3 was failed to lock. A field service engineer addressed locking issue with matrix drawer 3. Diagnostics showed sensors functioning correctly. Sensors were cleaned and wiring harnesses reseated. Drawer operation was verified. Customer tested drawer in application and confirmed resolution. The system functioned as intended after the field service engineer repaired the device.